Event description:
The customer reported that a nurse noticed that a patient's strip was indicating that the patient had gone into bradycardia and then asystole. There was no audible alarm at the central station for a patient's bradycardia and asystole events. The patient expired.